Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. Add'l lot #: 1128393.

Event description:
Incident as reported: lap chole - "dr (B)(6) performed a lap chole on (B)(6) female. The pt returned to the hosp 3 days later and was operated on due to severe blood loss. Dr (B)(6) stated the pt required 4 units of blood. He also stated that it was not possible to determine the exact cause of the complication. He mentioned that the cystic duct and artery were of normal thickness, but it was somewhat difficult to squeeze the handle on the applied ca090 clip applier during the initial surgery. He has also used the same device on subsequent surgeries without incident. Pt is healthy at this time."